Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported that patient faced an infusion set tubing was leaking at connector between site and infusion set tubing event on 07-may-2024. The blood glucose level was displayed high and was manged by multiple daily injections (mdi). Patient customer replaced infusion set and resumed insulin deliveries successfully no further information available.